Event description:
It was reported by the aci clinical specialist that a (B)(6) pt underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained via a 6f sheath (model unk. A pre-procedure femoral angiogram showed no pvd/calcium in the vicinity of the access site. Peri-procedure, the pt was anti-coagulated with angiomax and plavix. Following the procedure, the physician selected the mynx vascular closure device with grip technology 6f/7f to close the access site. It was reported that the device was inserted into the pt and the balloon ruptured during the pull back towards the tip of the sheath (1st stop). The physician removed the device since access was not lost, the physician prepped and deployed a second mynxgrip vascular closure device 6f/7f. The second device balloon also lost pressure during pull back towards the tip of the sheath (1st stop). The physician removed the second device and since access was maintained, a perclose device was utilized. Hemostasis was achieved. The pt was ambulated and discharged home the same day ((B)(6) 2012). No further info is available.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon distal tip, approximately 5.5 mm from balloon proximal tip. No other source of a leak was identified. Based on the info provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (f1202308) indicated that the mynx lot met all established performance criteria prior to shipment.